Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: right fallopian tube/omental tissue"), device breakage ("breakage of the essure device") and breast cancer ("tumor / teratoma / cancer type:breast cancer") in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea in 2004. Concomitant products included anastrozole, doxycycline (oracea), gabapentin, hydroxychloroquine, lisinopril, metformin hydrochloride (melformin) and methylphenidate hydrochloride (ritalin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), rosacea ("rashes or skin condition:rosacea"), abdominal pain lower ("pain: lower abdomen/abdomen") and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). In (B)(6) 2010, the patient experienced rash ("allergic or hypersensitivity reaction type:ashes/skin rash"). In 2010, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type:medication/antibiotic allergy"). In (B)(6) 2015, the patient was found to have breast cancer (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)") and diarrhoea ("gastrointestinal or digestive, system :diarrhea"). The patient was treated with surgery (she underwent hysterectomy and bilateral oophorectomy with removal of the essure) and chemotherapy. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, breast cancer, weight increased, diarrhoea and allergy to metals outcome was unknown, the device breakage, pelvic pain, rash, tooth disorder, anxiety and depression had not resolved, the rosacea, abdominal pain lower and drug hypersensitivity had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, allergy to metals, anxiety, breast cancer, depression, device breakage, device dislocation, diarrhoea, drug hypersensitivity, dysmenorrhoea, fatigue, pelvic pain, rash, rosacea, tooth disorder and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, breakage of the essure device, rashes, and dental issues, among other symptoms. Because of the requirement to undergo hysterectomy with removal of the essure devices she has been left with serious injuries. Current weight 214lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-mar-2019: reporter information was updated. This case concerns 44 year old patient. Her concurrent conditions were added. Essure indication was updated. Essure insertion and removal date were updated. Her concomitant medications were added. Per plaintiff fact sheet following events: migration of essure device location of device: right fallopian tube/omental tissue, rosacea, dysmenorrhea (cramping), breast cancer, fatigue, weight gain, diarrhea, pain: lower abdomen/abdomen, nickel allergy and medication/antibiotic allergy were added. She had recovered from following events: abdominal pain, allergic reaction to medication, rosacea and recovering from fatigue. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right fallopian tube/omental tissue'), device breakage ('breakage of the essure device') and breast cancer female ('tumor / teratoma / cancer type:breast cancer') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea in 2004. Concomitant products included anastrozole, doxycycline (oracea), gabapentin, hydroxychloroquine, lisinopril, metformin hydrochloride (melformin) and methylphenidate hydrochloride (ritalin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), rosacea ("rashes or skin condition:rosacea"), abdominal pain lower ("pain: lower abdomen/abdomen") and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). In (B)(6) 2010, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type:ashes/skin rash"). In 2010, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type:medication/antibiotic allergy"). In (B)(6) 2015, the patient was found to have breast cancer female (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive, system :diarrhea"), sepsis ("sepsis") and abscess ("abscess"). The patient was treated with surgery (she underwent hysterectomy and bilateral oophorectomy with removal of the essure) and chemotherapy. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, breast cancer female, weight increased, diarrhoea, allergy to metals, sepsis and abscess outcome was unknown, the device breakage, pelvic pain, dermatitis allergic, tooth disorder, anxiety and depression had not resolved, the rosacea, abdominal pain lower and drug hypersensitivity had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, abscess, allergy to metals, anxiety, breast cancer female, depression, dermatitis allergic, device breakage, device dislocation, diarrhoea, drug hypersensitivity, dysmenorrhoea, fatigue, pelvic pain, rosacea, sepsis, tooth disorder and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, breakage of the essure device, rashes, and dental issues, among other symptoms. Because of the requirement to undergo hysterectomy with removal of the essure devices she has been left with serious injuries. Current weight 214lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: right fallopian tube/omental tissue'), embedded device ('embedded centrally within the lumen of right fallopian tube'), device breakage ('breakage of the essure device'), sepsis ('sepsis') and breast cancer female ('tumor / teratoma / cancer type:breast cancer') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea in 2004 and triple positive breast cancer. Concomitant products included anastrozole, doxycycline (oracea), gabapentin, hydroxychloroquine, lisinopril, metformin hydrochloride (metformin) and methylphenidate hydrochloride (ritalin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), rosacea ("rashes or skin condition:rosacea"), abdominal pain lower ("pain: lower abdomen/abdomen") and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one:weight gain"). In (B)(6) 2010, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type:ashes/skin rash"). In 2010, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type:medication/antibiotic allergy"). In (B)(6) 2015, the patient was found to have breast cancer female (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), sepsis (seriousness criterion medically significant), tooth disorder ("dental issues"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive, system :diarrhea") and abscess ("abscess"). The patient was treated with surgery (hysterectomy and bilateral salpingo-oophorectomy with removal of the essure, robotic-assisted total laparoscopic hysterectomy,bilateral salpingo-oophorectomy and she underwent hysterectomy and bilateral oophorectomy with removal of the essure) and chemotherapy. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, sepsis, dysmenorrhoea, breast cancer female, weight increased, diarrhoea, allergy to metals and abscess outcome was unknown, the device breakage, pelvic pain, dermatitis allergic, tooth disorder, anxiety and depression had not resolved, the rosacea, abdominal pain lower and drug hypersensitivity had resolved and the fatigue was resolving. The reporter considered abdominal pain lower, abscess, allergy to metals, anxiety, breast cancer female, depression, dermatitis allergic, device breakage, device dislocation, diarrhoea, drug hypersensitivity, dysmenorrhoea, embedded device, fatigue, pelvic pain, rosacea, sepsis, tooth disorder and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, breakage of the essure device, rashes, and dental issues, among other symptoms. Because of the requirement to undergo hysterectomy with removal of the essure devices she has been left with serious injuries. Current weight: 214lbs. Removal details: robotic-assisted total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and removal of chemotherapy port. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: device dislocation, embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: mr received. New reporter added: case medically confirmed. Auto-narrative supplement, other relevant history and event: "embedded centrally within the lumen" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration of essure device location of device: right fallopian tube/omental tissue'), device breakage ('breakage of the essure device') and breast cancer female ('tumor / teratoma/cancer, type:breast cancer'). In a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dysmenorrhea in 2004. Concomitant products included: anastrozole, doxycycline (oracea), gabapentin, hydroxychloroquine, lisinopril, metformin hydrochloride (melformin) and methylphenidate hydrochloride (ritalin). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), rosacea ("rashes or skin condition: rosacea"), abdominal pain lower ("pain: lower abdomen/abdomen") and allergy to metals ("nickel allergy"). In (B)(6) 2009, the patient experienced fatigue ("fatigue"). And was found to have weight increased ("weight gain/loss. Specify, which one:weight gain"). In (B)(6) 2010, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction, type: ashes/skin rash"). In 2010, the patient experienced drug hypersensitivity ("allergic or hypersensitivity reaction type: medication/antibiotic allergy"). In (B)(6) 2015, the patient was found to have breast cancer female (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), tooth disorder ("dental issues"), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("dysmenorrhea (cramping)"), diarrhoea ("gastrointestinal or digestive system: diarrhea"), sepsis ("sepsis") and abscess ("abscess"). The patient was treated with surgery (she underwent hysterectomy and bilateral oophorectomy with removal of the essure) and chemotherapy. Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, dysmenorrhoea, breast cancer female, weight increased, diarrhoea, allergy to metals, sepsis and abscess outcome was unknown. The device breakage, pelvic pain, dermatitis allergic, tooth disorder, anxiety and depression had not resolved. The rosacea, abdominal pain lower and drug hypersensitivity had resolved. And the fatigue was resolving. The reporter considered abdominal pain lower, abscess, allergy to metals, anxiety, breast cancer female, depression, dermatitis allergic, device breakage, device dislocation, diarrhoea, drug hypersensitivity, dysmenorrhoea, fatigue, pelvic pain, rosacea, sepsis, tooth disorder and weight increased to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, breakage of the essure device, rashes, and dental issues, among other symptoms. Because of the requirement to undergo hysterectomy with removal of the essure devices she has been left with serious injuries. Current weight 214lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 32.9 kg/sqm. Hysterosalpingogram: in (B)(6) 2009, results: total bilateral occlusion. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: sepsis and abscess event added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("breakage of the essure device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), rash ("rashes"), tooth disorder ("dental issues"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (undergo a hysterectomy with removal of the essure). Essure was removed in (B)(6) 2016. At the time of the report, the device breakage, pelvic pain, rash, tooth disorder, anxiety and depression had not resolved. The reporter considered anxiety, depression, device breakage, pelvic pain, rash and tooth disorder to be related to essure. The reporter commented: patient sought treatment on multiple occasions for symptoms of pelvic pain, breakage of the essure device, rashes, and dental issues, among other symptoms. Because of the requirement to undergo hysterectomy with removal of the essure devices she has been left with serious injuries. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion and proper placement. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.